Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer requested the part number for the user interface assembly. Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported that the user interface is dim. There was no patient involvement or harm. There was no delay to therapy.